Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a ventricular tachycardia (vt) storm, but the device did not successfully convert the rhythm with anti-tachycardia pacing (atp) or shocks. Technical services (ts) reviewed the reports and noted that the lead exhibited a sudden high out of range shock impedance value several months ago. The impedance returned to a within range value thereafter. A commanded shock was delivered the day before, which revealed a within range value. Technical services (ts) suggested troubleshooting actions. The lead remains in use. No additional adverse patient effects were reported.